Manufacturer narrative:
A device was received. Investigation is not complete.

Event description:
General report received of an unspecified number of undocumented incidents of blood loss. After unspecified lengths of time in use, the customer contact reported that unspecified syringes were used to access the clave ports on the tubing sets to either draw blood or to deliver unspecified solutions. It was reported that upon removal of the syringes, the silicone sleeve of the clave ports remained depressed and "small" volumes of blood loss was noted. The tubing sets were replaced and the therapies were resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.